Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/74 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a single-centre prospective evaluation of left bundle branch area pacemaker implantation characteristics. Netherlands heart journal. 2022. 30:249¿257. Doi:10.1007/s12471-022-01679-7. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch pacing. The article reports leads which exhibited decreases in impedance. The status/disposition of the leads appear to be still in use. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.